Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient was advised to cease use of the device due to possible inflammation and overstimulation. The recipient is presenting with dizziness and nausea as well as balance issues. The recipient is reportedly experiencing non-auditory sensations without device use. Magnet strength was reviewed. Device testing results were within normal limits. The recipient is not using the device. Revision surgery is scheduled.